Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and reservoir ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the anomaly was performed. Customer advised the reservoir ring was missing and the reservoir was unable to lock in place. Customer advised the insulin pump rejected batteries and the issues remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the current test and no failed battery test alert, however unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.